Manufacturer narrative:
Results: the embolization coil had offset coil winds and detached from its pusher assembly. The embolization coil stretch resistant component was intact and the coil was covered in dried blood. Conclusions: evaluation of the returned pod pc revealed that the embolization coil was covered in blood and detached from its pusher assembly. The stretch resistant component of the embolization coil was intact. If the coil is forcefully retracted against resistance, the embolization coil may become detached. The pod pc pusher assembly was not returned for evaluation. Therefore, the root cause of the unintentional detached could not be determined. Further evaluation revealed that the embolization coil had offset coil winds. These offset coil winds may have contributed to resistance experienced upon retraction during the procedure. The tight packing of the coil during the procedure and subsequent snaring of the pod pc likely contributed to the embolization coil damage. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow-up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the dorsal scapular artery using a pod packing coil (podj). During the procedure, the physician advanced the podj into the target vessel using a lantern delivery microcatheter (lantern). After tightly packing the podj, the physician noticed that it was oversized and wanted to withdraw it. However, upon retraction, the podj unintentionally detached. Therefore, the physician removed the diagnostic catheter and lantern and snared the podj. The procedure was completed using the same diagnostic catheter, lantern and two ruby coils. There was no report of an adverse effect to the patient.